Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited broken and deteriorated universal cord. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, g4, h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion tube light guide bundle cut off/fractured at 20%. Component failure of the light guide bundle. Light guide bundle glass chipped. Component failure of the distal end cover glass. Ccd glass worn. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the broken and deteriorated universal cord is due to an overall component failure of the device. Olympus will continue to monitor field performance for this device.